Manufacturer narrative:
The facility called and spoke with a company technical support specialist. The facility was advised to replace the footswitch and the cable. A new footswitch and cable was ordered. A sample has been received from the facility and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "footswitch not working correctly." (Device inoperable). A customer reported the footswitch cable was unplugged then plugged back in and the surgeon was able to complete the case. The second time the issue occurred was before starting a case and error could not be cleared. A footswitch was borrowed from the hospital and a 30 minute delay was experienced. There was no impact to the pt and no cancellations.